Event description:
I opened the variax hand set, noticed that the 1.7/2.3 depth gauge was broken. It looks like the hook hand just snapped off and can't be used for cases.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that depth gauge 0-40mm was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed based upon the inspection done of the device which was returned for evaluation. Based on investigation, the root cause may be attributed to user related issue. The failure may be caused due to abnormal pressure to the instrument which led to the breakage. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection: visual inspection was done and the depth gauge was found damaged. (Hook hand was found broken). Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) was reviewed: ''instructions for use ¿ instrument: important information for doctors and or staff. Ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alte alterations that affect the compatibility of the instrument with other instruments or with implants!'' The cleaning and sterilization guide (the l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332) was reviewed: ''note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.'' A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
I opened the variax hand set, noticed that the 1.7/2.3 depth gauge was broken. It looks like the hook hand just snapped off and can't be used for cases.